Event description:
It was reported the stapler was used during a laparoscopic cholecystectomy. It was repported by the rep that when the first clip was fired it did not form properly. The second clip also misfired. Another device was used to complete the case. No patient consequence.